Event description:
It was reported that an ilet pump exhibited intermittent touchscreen unresponsiveness requiring multiple presses to navigate menus and access history, occurring during meals and other times and necessitating adult and nursing assistance, and the caregiver also raised concerns about insulin leakage. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the caregiver and analysis of information provided by the user. Investigation of this case revealed a touchscreen input problem consistent with an unresponsive key/button on the touchscreen component, with a software problem identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.